Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported in a journal article that two patients experienced hip revisions due to recurrent dislocations on unknown dates. The dislocations appeared to be caused by impingement of the greater trochanter due to malposition of the distally advanced gt after osteotomy. One patient had a closed reduction four days post hip procedure and a revision ten day post hip procedure. The second patient had a closed reduction 11 days post hip procedure and a revision 13 day post hip procedure.

Manufacturer narrative:
(B)(4). E1: establishment: (B)(6). G2: foreign ¿ russia. H6: suggested component code: mechanical (g04) - head. Journal citation: tikhilov, r.m, volykhin, r.d., bilyk, s.s., et al. (2025). Primary total hip arthroplasty using custom-made acetabular implants in patients with high hip dislocation. Bone & joint 6(5 supple a), 41-50. Doi: 10.1302/2633-1462. 65.bjo-2024-0255.r1. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.